Manufacturer narrative:
The bur guard involved in the reported event was evaluated. During the evaluation, the technician noted visual evidence that the bur guard melted. Most likely the user did not perform the twist check to ensure the bur guard was snapped into place on the handpiece per the applicable IFU.

Event description:
It was reported by the customer that during a wisdom tooth extraction, while drilling on the 3rd tooth, the bur guard overheated and caused a burn on the pt's top lip. The case was completed with alternate equipment. The burn is approximately the size of a pencil eraser and was treated with vaseline. No prescription medication was administered due to this event.